Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be due to a shorted diode, designator cr30. This diode was shorted from pins 5-9.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged a few event codes. After an evaluation of the device by physio-control, it was observed that the device had logged an event code which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.